Event description:
Four snares from boston scientific that have failed to open appropriately. Manufacturer response for captivator cold snares 10mm rounded, boston scientific (per site reporter): the representative contacted the unit and the remaining lot numbers were removed and are being replaced.